Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the non-calcified and moderately tortuous distal left circumflex artery. The 2.75 x 12 mm liberte bare stent delivery system was advanced, but was unable to cross the lesion. When it was removed outside the patient it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).